Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode and was admitted to the hospital. Device interrogation found the rv lead was not capturing even at an output of 7.5v. X-rays showed the lead conductor was fractured under the clavicle. During the lead revision procedure, it was observed that only the insulation was intact; when the lead was pulled for removal, the insulation broke and a portion of the lead remained in the patient. A new lead was implanted successfully. No additional adverse patient effects were reported. The explanted segment was expected to be returned for analysis.

Manufacturer narrative:
This product has not yet been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed failure to capture and x-rays showing a conductor fracture, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. This product has not yet been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed failure to capture and x-rays showing a conductor fracture, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, visual inspection determined the lead had been cut into several segments, with only a middle segment being returned. The terminal pin end and lead tip segments were not received. One end of the segment was cleanly cut while the other end exhibited unraveling and stretching of the conductor coils. A fracture in the anode and cathode conductor coils was observed at approximately 157 mm from the cut end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported loss of capture was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode and was admitted to the hospital. Device interrogation found the rv lead was not capturing even at an output of 7.5v. X-rays showed the lead conductor was fractured under the clavicle. During the lead revision procedure, it was observed that only the insulation was intact; when the lead was pulled for removal, the insulation broke and a portion of the lead remained in the patient. A new lead was implanted successfully. No additional adverse patient effects were reported. The explanted segment was expected to be returned for analysis.

Manufacturer narrative:
This product has not yet been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed failure to capture and x-rays showing a conductor fracture, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, visual inspection determined the lead had been cut into several segments, with only a middle segment being returned. The terminal pin end and lead tip segments were not received. One end of the segment was cleanly cut while the other end exhibited unraveling and stretching of the conductor coils. A fracture in the anode and cathode conductor coils was observed at approximately 157 mm from the cut end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported loss of capture was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode and was admitted to the hospital. Device interrogation found the rv lead was not capturing even at an output of 7.5v. X-rays showed the lead conductor was fractured under the clavicle. During the lead revision procedure, it was observed that only the insulation was intact; when the lead was pulled for removal, the insulation broke and a portion of the lead remained in the patient. A new lead was implanted successfully. No additional adverse patient effects were reported. The explanted segment was expected to be returned for analysis.